Event description:
It was reported that an asymptomatic patient presented in the operating room for scheduled left ventricular lead revision due to lead dislodgement resulting in increased thresholds. During the procedure, the physician was not able to extract the lead due to possible adhesion. It was noted that the right atrial lead had also adhered at the same position. The procedure concluded unsuccessfully but without adverse event. On (B)(6) 2017, both leads were replaced without adverse event. The patient remained stable throughout both procedures and would continue to be monitored.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information noted that the right atrial (ra) lead was thought to be adhered to the left ventricular lead so the ra lead was also explanted.